Event description:
Caller reported that the touchscreen of their pump was cracked and shattered, rendering the interface only partially visible and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send the customer a replacement pump with updated software and provided instructions for returning the damaged pump. The customer was informed about future training availability in their account and acknowledged all instructions.